Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral spinal fusion surgery from levels l4 to s1 using rhbmp-2/acs on (B)(6) 2011. Post-op, the patient has experienced severe radiating pain in his legs and lower back. Patient is unable to perform activities such as bending, twisting, and lifting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.